Manufacturer narrative:
(B)(4) - supplemental MDR/additional information - foreign matter. Additional information: following submission of initial MDR, the device manufacture date was not reported. Device manufacture date was added to section h. Evaluation: one photo was provided to our quality team for investigation. The image shows one loose syringe with an unknown clear substance within the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter defect could not be determined from the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3264902. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: before use: customer email had a report attached which stated the below: during visual inspection of the 1 ml syringe on the 4th of november 2024, liquid was observed between the plates of the plunger of 1 syringe. This syringe is supposed to be sterile, so the liquid is a contamination. Therefore, they would like to receive an investigation report, containing the following information: 1. Problem statement / short summary of the deviation, 2. Action taken to identify root causes, 3. Define root cause (or causes), 4. Any other material/batches affected (where applicable), 5. Immediate corrective actions taken, 6. Preventative action (or actions) to avoid future occurrences, 7. Approval from quality responsible person, 8. Provide credit note for the claimed amount. Please provide credit note.